Event description:
An initial MDR regarding this case was filed 13-mar-2024 (report number 3016798778-2024-00017). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) and remote (B)(6) (paired with pump (B)(6)) show that both systems generated pump alarms. The pumps were disassembled and fluid ingress was observed as the cause of the alarms. No cassettes were returned, meaning the cause of the fluid ingress into the pumps cannot be determined. No further investigation is possible. Both systems functioned within specification as they entered a failsafe state after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 13-feb-2024 and forwarded to millyard advanced medical products, llc on 14-feb-2024. The patient reported that a cassette leaked, so they switched to their back-up pump. The patient used the same battery that was wet from their first pump and installed it in their back-up. Both pumps were then alarming pump failure, so the patient went to the ER on (B)(6) 2024 to continue remodulin therapy. Replacement pumps were sent to the hospital, and the patient was able to resume therapy on the remunity system. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.